Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the user interface did not respond. Upon functional testing, the fse tested the nc and found that the fuse f21 was faulty. To resolve the issue fse replaced the fuse f21. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that after powering on, the device was not responding. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.